Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was "a piece of black hair" found inside the barrel of the bd insulin syringe with the bd ultra-fine¿ needle. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 1cc, 12.7mm syringe. Customer states that a piece of black hair found inside the barrel. The returned syringe was examined and exhibited a dark strand of material inside the barrel. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The analysis shows that this material is most likely a strand of hair mixed with silicone. A review of the device history record was completed for batch# 7241945. All inspections were performed per the applicable operations qc specifications. There were five (5) notifications (B)(4) noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Probable root cause is likely to be ineffective gowning procedure by an associate during manufacturing of this product. When this type of event occurs, human hairs and debris may find it's way into the process/product without detection, resulting in instances such as those noted with the returned sample.

Event description:
It was reported that there was "a piece of black hair" found inside the barrel of the bd insulin syringe with the bd ultra-fine¿ needle. There was no report of exposure, injury, or medical intervention.